Manufacturer narrative:
H.6 investigation summary unconfirmed, no issue observed based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Based on the photos no damage or deformation can be seen on the device which would make it sensitive to syringe unclipping. The flange of the syringe seem to be intact, not broken. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. H3 other text : see h.10.

Event description:
It was reported that a needle separation was found before use with a ultrasafe x100l png raspberry nvs stein. The following information was provided by the initial reporter, "when box was opened syringe fell into pieces; it fell apart in the medical assistant's hand; needle part separated from injector part."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle separation was found before use with a ultrasafe x100l png raspberry nvs stein. The following information was provided by the initial reporter, "when box was opened syringe fell into pieces; it fell apart in the medical assistant's hand; needle part separated from injector part".